Event description:
Healthcare professional reported baker grade IV.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold, wear abrasion, white calcification (approx. 80%) and opening on anterior. Leak test and microscopic analysis was performed which identified: puncture opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated punctured assessed as surgical damage like consistent in the use of some surgical tool.

Event description:
Healthcare professional reported left side "patient's concern with the product" and capsular contracture, baker grade unknown. Device has been explanted.

Event description:
Healthcare professional reported left side "patient's concern with the product" and capsular contracture, baker grade unknown. Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported left side "patient's concern with the product" and capsular contracture, baker grade unknown. Device has been explanted.